Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages or deficiencies to the fluid path, needle mechanism, or drive mechanism were observed that could have resulted in a failure to deliver insulin. The pod data indicates there was no struggle to deliver insulin. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had woken up with hyperglycemia, nausea and feeling thirsty. The patient reports the pods adhesive was loose. As treatment, the patient applied a new pod. Once at the hospital the patients pod was removed. The patient was treated with insulin. The patient was at the hospital for 1 day.